Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing threshold measurements. Additional information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.